Manufacturer narrative:
Patient identifier - requested, information yet to be received. Date of birth - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Date of event: requested, information yet to be received. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: implanted on an unknown date. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number/product code combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The following was reported through literature review entitled incidence, predictors, and treatment options of critical limb ischaemia after use of collagen plug-based vascular closure devices, eurointervention 2015; 11:816-823, doi: 10.4244/eijv117a166. An eighty (80) year old, male patient who underwent a coronary procedure to treat two (2)-vessel coronary artery disease including the application of an unknown angio-seal vcd. The patient developed post-procedural cli (critical limb ischemia) and underwent an angioplasty/stent procedure to resolve it on an unknown date between june 2006 and december 2013. Color-coded duplex sonography and angiography was performed to confirm the diagnosis of arterial occlusion. The patient died of multi-organ failure on an unknown date after the surgery. The patient initially underwent a coronary procedure to threat 2-vessel coronary artery disease. Ef (ejection fraction) 42%. Acs (acute coronary syndrome), pad (peripheral artery disease), and renal insufficiency.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update initial reporter - city.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.